Event description:
Litigation papers allege the patient suffers from elevated, if not toxic, levels of cobalt and chromium metal ions in her bloodstream due to her implant. Patient has undergone two separate blood tests revealing cobalt levels at 11.0 and 9.4, and chromium levels of 6.3 and 6.0.(B)(4) 2012 - the sales rep has reported the revision surgery. Patient was revised to address pain and high metal ion levels. (B)(4) 2012 - patients operative records received. Records indicate upon revision there was corrosion found around the morse taper.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.